Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose to 25 mmol/l (450 mg/dl) while wearing the pod between 37 and 48 hours. The patient was still wearing the pod when he arrived at the hospital. The pod was removed and insulin injections were administered for treatment. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient's ketone levels increased to 1.6 mmol/l (28.8 mg/dl). The patient was released after 1 and a half hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.